Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 1. The baxter technical service representative (tsr) advised the home patient (hp) that air had entered the setup. The hp stated she disconnected and when she reconnected she noticed her flexicap was not on right but connected herself anyway. The tsr had the hp recycle power and se 2367 alarmed. They advised the hp when disconnecting the patient line that they it needs to be capped correctly. They advised the hp they would need to start over with new supplies and to inform the peritoneal dialysis registered nurse (pdrn) of the se 2240 alarm. They had the hp recycle power again to press go to start. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she had just seen the patient earlier today. The patient did not report any system error 2240 alarm or any issues to her. The patient has been completing therapy successfully since then. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be caused by use error - patient disconnected from set.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.